Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the pediatric patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported that the sensor failed during warm up. Due to not having the sensor working the patient went into a dka (diabetic ketoacidosis) and experienced dizziness. The patient was treated by his parents with a lot of water and insulin (no information about the dosage). The patient was not admitted to hospital but the incident was reported to a physician by phone and the physician advised the patient to keep drinking water and not to go to the hospital. No blood glucose reading was available during the event. At the time of the report, the patient was in stable condition. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.